Event description:
Report received from (B)(6) stating that the device had a "bent drive shaft". The device was being used during surgery. No user or pt injuries were reported. It is unknown if medical intervention occurred. The date of the event is unknown. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental report will be sent. Ref: # (B)(4).